Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was informed that from the latest transmission, a weak lead was noted and was instructed to perform patient initiated interrogation (pii). In addition, an atrial intrinsic amplitude out of range was noted. To date, this right atrial (ra) lead remains in service. No adverse patient effects were reported.